Manufacturer narrative:
(B)(4). The customer returned one spring-wire guide for evaluation. Two bends and two kinked areas with coil offset were identified. Visual inspection could not be performed on the introducer needle as it was not returned for evaluation. The length and outer diameter of the spring-wire guide were measured and were found to be within specification. The kinks at the proximal end of the spring-wire guide were located 14 mm and 19 mm from the proximal tip. The bends in the spring-wire guide were 443 mm and 462 mm from the proximal tip. The kinks at the distal end of the spring-wire guide were located 6 mm and 9 mm from the distal tip. A manual tug test was performed to confirm both welds were intact. A device history record (DHR) review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are shipped with this product provides suggested techniques and guidelines for the use of the product. The customer reported issue of the spring-wire guide becoming kinked during use was confirmed during visual inspection of the returned sample, however the probable cause could not be determined as the introducer needle was not returned along with the spring-wire guide for evaluation. A DHR review was performed and no relevant findings were identified.

Event description:
The customer alleges that the swg (spring wire guide) got stuck in the introducer needle/ars and didn't advance further. A new kit was opened.

Manufacturer narrative:
(B)(4). Initial review of the returned device sample indicates that the swg was kinked.

Event description:
The customer alleges that the swg (spring wire guide) got stuck in the introducer needle/ars and didn't advance further. A new kit was opened.